Manufacturer narrative:
Other device listed in this report: cat. No.: 6570-0-036, delta v-40 ceramic head 36/-5, lot code: 56097203. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not available.

Event description:
Patient had what appeared to be a wound infection so surgeon cleaned out the hip and replaced the acetabular liner and the head.

Manufacturer narrative:
An event regarding infection involving an trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or sterile lot referenced. Conclusions: the reported event could not be confirmed as clinical history, follow-up notes and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had what appeared to be a wound infection so surgeon cleaned out the hip and replaced the acetabular liner and the head.